Event description:
It was reported post cardioversion the threshold increased and the impedance decreased on the atrial lead. The threshold went back to a normal range after. The lead remains in use and is being monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.